Event description:
Caller states that, the pt tested 6.3 inr on first device while a second device subsequently read 4.7 inr during duplicate testing. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.